Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding when the physician reached the nodule site. A rapid response was performed on the patient, but the specifics of the medical intervention rendered were unknown. The physician was able to take one biopsy, but it was currently unknown if the procedure was completed. The patient was reported as stable. Additionally, the physician mentioned that the patient experienced some bleeding from a previous biopsy, but the cause of the current bleeding was still unknown or if related. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.